Manufacturer narrative:
(B)(4). Per the device evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized in the same month as this report prior to and at the time of death. Treatment provided during hospitalization was unknown. It was not reported if pd therapy was ongoing until the time of death or if the patient was using baxter pd solutions at the time of death. It was reported that the patient was not connected to the homechoice (hc) device at the time of death. The cause of death was unknown and it was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1996. A review of the device history revealed no issues that could have caused or contributed to the reported event and that the device was no longer in its original manufacture condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the device logs revealed there was no failure, malfunction, or increased intraperitoneal volume (iipv) event that could have caused or contributed to the home patient passing away. A visual inspection was performed with no issues noted related to the reported event. A power on self-test was successfully performed and the device completed a one hour therapy with no issues noted. The device passed all check and calibration tests during servicing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.